Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that tandem mobi pump battery did not charge when connected to charging pad with standard charging components and working wall outlet. There was no reported impact to the customer¿s blood glucose level. Customer eventually connected usb cable to a usb port, and pump began charging, and technical support arranged replacement of wall adapter with no further action required.